Manufacturer narrative:
The manufacturer previously received a volunatry medwatch (mw5103622) and reported a patients blood oxygen saturation decreased requiring her to be hospitalized. There was no allegation of device malfunction. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received a voluntary medwatch (mw5103622) alleging a patients blood oxygen saturation decreased requiring her to be hospitalized. There was no allegation of device malfunction. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm any malfunction occurred. A follow-up report will be submitted when the manufacturer's investigation is complete.